Event description:
It was reported that the pump display illuminated but appeared dark and grey, which affected the customers' ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump, advising the customer on the necessary actions to take, such as utilizing backup therapy through multiple daily injections and providing instructions for returning the malfunctioning pump. The customer was informed about the replacement process, including the shipping details and procedures for using the updated software, and acknowledged understanding the steps involved.